Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The philips service engineer (se) inspected the device. The se found primary alarm failed error codes in the ventilator diagnostic logs. The se replaced the speaker to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator had a check ventilator primary alarm failed error. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 15jul2019. Date rec¿d by MFR: 22jun2019. A speaker assembly was return for analysis. An investigation was performed and the speaker assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.